Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that during a normal refill, the contents removed into the syringe was cloudy and not normal looking per the np (nurse practitioner). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The fluid was sent for analysis. The hcp was worried about infection. It was indicated that the issue was not resolved at the time of the report and that the hcp had no further information to provide regarding the event at this time.